Event description:
It was reported that the system was explanted due to infection. Patient is doing ok and still in the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.